Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the digital subtraction angiography room. The md inserted the teflon sheathed intra-aortic balloon (iab) via the femoral artery. After the spring wire guide (swg) was placed properly, the md used the syringe to suction the catheter to vacuum, used saline solution to flush the central lumen, threaded the catheter over the swg and advanced until properly placed. Next, the helium extension tube was connected to the catheter along with the pressure conduction kit on the one end and the pressure infusion bag on the other end. When the "standby" button was pushed, blood was immediately observed in the helium extension tube. As a result, the md immediately shut down the pump and removed the iab from the pt. A new iab was inserted via the same teflon sheath and insertion site successfully and the procedure was able to be completed. There was no delay or interruption in therapy noted. There was no report of pt death or injury. The pt outcome is the pt is stable with no complications.